Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Family came to surgeon reporting difficulty in hearing with the device. On examination, there was an infection on the skin. Device preliminary investigation showed signs of wire breakage.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Other mechanical damages found are attributable to the removal surgery. According to the received information from the field, the recipient was explanted due to a skin infection, which has not been described in detail. The device was implanted for about nine years and a review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection. This is a final report.

Event description:
Family came to surgeon reporting difficulty in hearing with the device. On examination, there was an infection on the skin. Device preliminary investigation showed signs of wire breakage. The recipient has been explanted.